Event description:
Healthcare professional reported implantation of seri during revision augmentation surgery on (B)(6) 2014 due to "thin skin" of the breast. Post implant, patient presented with a "small opening to "the left side" breast and exposure" of the seri device. Revision surgery was performed on (B)(6) 2014, and the seri and a concomitant saline device were fully explanted.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The event of exposure is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention is required, although device-relatedness has not been established.